Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, during flap creation, the jaw of the bipolar fenestrated grasper (bfg) broke and fell into the patient's cavity. The team followed the broken instrument guide to remove the instrument, after inspection, the bfg was replaced with a new one. The broken piece was retrieved from the cavity using a grasper. There was a 15-minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data and provided image. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. One of the instrument jaws was disengaged and the disengaged jaw was not returned. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged and the disengaged piece was not returned. The energy cable was disengaged. The puck was displaced on the side of the disengaged piece. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates an error code ¿motor position limits¿ being triggered as an after effect of the reported pulley break. The use life of the instrument was three hundred and ninety-five minutes with a use count of two at the time of failure. Review of the provided images notes the first image shows the serial number which matches the reported information. The second image shows the bfg with one jaw broken off. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Additionally, the user manual states: ¿during teleoperation, external arm and internal instrument collisions (e.g. Between two robotically-controlled instruments or between a robotically-controlled instrument and a laparoscopic instrument) should be avoided, to prevent equipment and instrument damage and unexpected instrument movement.¿. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, during flap creation, the jaw of the bipolar fenestrated grasper (bfg) broke and fell into the patients cavity. The team followed the broken instrument guide to remove the instrument, after inspection, the bfg was replaced with a new one. The broken piece was retrieved from the cavity using a grasper. There was a 15-minute delay. There was no patient injury.